Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 85 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. It was also reported that the customer had blood glucose levels declining to below 40mg/dl, also the customer had bent cannulas. Troubleshooting occurred. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.